Manufacturer narrative:
Date is approximate with year validity.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the ins was causing the patient discomfort at the stimulation level over a weekend and the patient wasn't able to get a hold of patient services so they reached out to a healthcare physician (hcp) that was on call and the hcp turned the ins off. The patient stated they didn't have incontinence with the ins off so the patient left the ins off. The patient stated they also discussed removing the ins with the hcp. The patient reported that they then started to develop different types of problems. The patient further clarified the problems they were having was retention. The hcp told the patient to try to turn the ins back on because the ins could help with retention instead of the patient using a catheter. The patient also noted they were experiencing a spasm ¿all the time,¿ and pressure below in their vaginal area. The patient stated they also started to get constipation and incontinence returning. The patient reported that last night they weren't able to void at all. The patient noted they started drinking to see if they could go today (on the day of the call) and finally the patient went a little bit today. The patient stated they also tried to pour warm water for the patient to release. The patient mentioned they stopped taking flexerol, a muscle relaxer, 4-5 days ago. While on the call, the patient was able to sync with the patient programmer and it showed that stimulation was off. The patient stated that stimulation was on program 1 and set to 3.7. The patient was instructed to go to zero and to then turn the stimulation back on. The patient increased the stimulation to 1.7 and they were not sure if they were able to feel the stimulation because of the pressure and pain the patient had down there so the patient increased the stimulation to 2.0 where they said they felt the ¿buzzing¿ slightly in their rectum area at a comfortable level. There were no further complications reported/anticipated.

Manufacturer narrative:
Patient code (B)(4) also applies to the event. If information is provided in the future, a supplemental report will be issued.